Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visual observation reveals that the proximal end of the device is separated from the shaft, confirming the complaint. This device is reusable and this failure is typically observed due to heavy usage over a period of time. Visually, the device looks worn and the laser markings are slightly faded indicating they are old and heavily used. This complaint can be confirmed. The failure can be attributed to normal field wear. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder repair surgical procedure, it was observed that the backend of the customer's skid rod with handle 2/0-0 suture (knot pusher) that was welded together came apart. The sales rep stated that the device did not come apart in the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep could not provide a lot number for the device but stated that the device is a couple months old and used once or twice. The sales rep was not present for the case therefore could not provide any further information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.